Event description:
The customer reported that the system would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors and fuses were inspected. The circuit boards in the x-ray tube were reseated. The system was tested and found to be working as intended and put back into service.